Event description:
It was reported that a m.blue plus (part # fx824t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation: visual inspection: deposits on the control reservoir and m.blue permeability test: a permeability test has indicated that the m.blue valve has a blockage and that the progav2.0 and control reservoir are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Due to the blockage of the m.blue valve, the computer controlled test is not applicable. The progav 2.0 is operating not within the specified tolerances in the horizontal position. We detected an accelerated outflow in the valve. Adjustment test: the progav 2.0 and m.blue was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that in both valves the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation, we have determined a blockage in the m.blue and an accelerated outflow in the progav 2.0 at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.